Manufacturer narrative:
H3: one cadd solis vip pump was received in excellent physical condition. The event history log was reviewed and there was a system fault 41,622 in the history. Functional tests were performed and the reported issue was able to be replicated. The issue was caused by a loose and grinding flat gear. The flat gear was replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm 41622-1003. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.